Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged into the patient's right atrium resulting in high pacing thresholds and loss of capture (loc). Fluoroscopy confirmed the lead dislodgement and a revision procedure was performed wherein the lead was repositioned successfully. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.